Event description:
It was reported that pump experienced malfunction alarm with code displayed and no noteworthy events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer technical services walked customer through pump reset. The customer was advised to continue using the pump and to call back if any malfunction recurs, which was understood and acknowledged.